Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device would not coagulate effectively. No patient injury resulted.

Manufacturer narrative:
Date of initial report: 2017-03-12, date of follow-up report: 2017-05-11 one used lf1737 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no product defect, though accumulation of eschar was noted on the jaws of the device. Mechanical testing confirmed the jaws opened and closed normally using the handle, and the knife would extend and retract without difficulty. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. There are factors that can affect seal quality during use, and the instructions for use included with this product lists measures to ensure sealing effectiveness. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.